Event description:
New information stated that the atrial lead noise was still observed. Patient will continue to be monitored. Patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for device follow-up. The atrial lead exhibited noise. No medical intervention was performed. The patient was stable post event and would continue to me monitored.